Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that during a cataract removal and intraocular lens (iol) implantation procedure, the iol optic broke when passing through the cartridge. The iol was removed during the procedure. The ophthalmologist decided to leave the patient aphakic for later placement of an iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the cartridge and the iol were returned for analysis. The cartridge evaluation observed a small amount of viscoelastic present in the returned cartridge. The cartridge tip has heavy stress and two aneurysms. The cartridge shows evidence of being placed into a handpiece. Solution is dried on the lens. Haptic and optic damage was observed. Product history records were reviewed for the cartridge and all documents indicate the product met release criteria. Product history records were reviewed for the iol and all documents indicate the product met release criteria. No determination could be made for the reported "the lens was damaged when passing through the cartridge, removed from eye, left aphakic". However, the damage to the cartridge and the lens may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The manufacturer internal reference number is: (B)(4).